Event description:
It was reported that during pre-dilatation of a moderately calcified right coronary artery, during the first dilatation, the first inflation, the trek balloon would not hold inflation greater than 4 atmospheres. The device was removed without issue. There was no adverse patient sequela and no clinically significant delay in procedure reported. A second, same size trek balloon dilation catheter, successfully completed pre-dilatation. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.